Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 480 units of insulin. The customer¿s blood glucose level was 153 mg/dl. Reportedly, the customer had manual injections for alternate insulin therapy.